Event description:
It was reported that iab insertion was attempted via the right femoral artery. The iab could not be passed through the insertion sheath. No other details were provided. The assembly was then removed and replaced with another manufacturer's product. There were no patient complications.